Event description:
It was reported by the distributorship that there was debris like substance in the sterile packaging. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign- japan; customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified there was loose blue debris inside of the poly sheath. On closer inspection of the drill there was missing blue material on the connector end of the device. The tappi chart was used to check the size of the debris which was found to be larger than the .6 allowed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event is attributed to manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.